Event description:
Caller reported a malfunction on the pump. There was no adverse impact to the customer's blood glucose level. Technical support provided information on resetting the pump and assisted caller with the reset, after which the malfunction did not recur. Customer was informed to continue using the pump and to call back if the issue happens again, which caller acknowledged and understood.